Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. The product was disassembled for further evaluation, identifying that the stopper was not properly molded/cut, resulting in the stopper being incorrectly assembled. This component is provided by an external supplier and incoming inspections are performed according to procedure, no issue related to this incident were identified. A device history review was performed for the reported lot 2405074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2405074 were used for additional evaluation. All product was inspected, no damage or other defects was identified within any of the stoppers. Based on our team's investigation, we cannot identify a root cause related to our manufacturing process at this time. It was determined this incident occurred as a result of the stopper manufacturing process. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
An email to inform you of a quality defect on a syringe reference (B)(4) lot 2405074. Rubber plunger tip deformed. Material available if required.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.